Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting. During troubleshooting, fse identified that issue was with the flexvision pc not getting on. Review of log file showed that malfunctioning flexvision pc and most likely cause is ¿'grabber cards or psu' or empty battery¿. Fse replaced the battery. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not startup. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the battery in the flexvision-pc. The device was returned to expected functionality.